Manufacturer narrative:
B5: at the time of this report, the patient was recovered from the event. Pd re catheterization was planned to be performed two months later. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. On the same day as the event onset, the patient was hospitalized for the event and began treatment with vancomycin injection (1g every fifth day, ongoing, route not reported) and ceftazidime injection (1g daily, ongoing, route not reported) for peritonitis. At the time of this report, patient remained hospitalized and was recovering from the event. Eleven days after the event onset, the pd catheter was removed and pd therapy was discontinued. On an unreported date, the patient was shifted to hemodialysis twice a week. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.